Event description:
It was reported that this right ventricular (rv) lead has low amplitude and was found to have low out of range pace impedance measurements, in the 200 to 300 ohm range. No noise episodes were noted. The health care professional was going to speak to the physician about monitoring or evaluating the patient. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.